Manufacturer narrative:
Model number/catalog number: 72400024, serial number: n/a, batch/lot number: 772192012, model/catalog description: balloon fgs 61-70 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404127, serial number: n/a, batch/lot number: 773280015, model/catalog description: control pump fgs iz, unique identifier (UDI) #: (B)(4). The device was not returned for analysis; therefore, a technical analysis could not be performed. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of erosion was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. A cystoscopy procedure was performed to search for kidney stones and a urethral erosion was also identified. A surgical procedure was then performed during which the cuff was explanted. It was noted the patient had a history of radiation therapy and catheterization prior to the surgery. The patient plans to undergo implant of a new device after the erosion has healed. No further patient complications were reported.